Event description:
During the procedure, a dissection occurred in the rca/plv. The catheter was damaged by the physician before being inserted into the patient. Fluoro was used to diagnose the dissection, and no treatment was administered. The procedure was completed. No additional information was provided.

Manufacturer narrative:
One dragonfly optis catheter was returned to the manufacturer for analysis. The results of the investigation revealed that the nitinol tube and optical fiber had been fractured, consistent with the reported issue. The ilumien system instruction for use (IFU), , cautions that kinking and bending of the catheter can cause damage and that while connecting, ensure the proximal catheter segment is straight and aligned with the doc. The device history records were reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the nitinol tube and optical fiber fracture are consistent with damage during use.

Event description:
During the procedure, a dissection occurred and no additional information has been provided.